Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer failed, and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following field had been updated with additional information: h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 4.1 and 2.1, both half-height drawers in the auxiliary unit, were not detected on the bus. A field service engineer found that drawer 4.1 had recovered, but drawer 2.1 remained unresponsive. Using the hardware test application (hta), it was observed that all row boards were reported as off the bus. The engineer re-seated the row board cable header at the drawer controller. During final testing, pocket d3 failed to release, requiring removal of all pockets to manually release it from the cubie tray. A loose screw was found underneath the pocket, which was removed before reinserting the pocket and re-running the final test. The test passed successfully. Upon restarting the station, no pockets were reported as failed by the med application. Operation was verified via the hardware test application, and user access was confirmed through the med application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis medstation es auxiliary, the drawer failed, and the device was not detected on the bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.